Manufacturer narrative:
The field service representative replaced the sample probe and performed a liquid level detection voltage adjustment and vertical and horizontal adjustments of the sample probe. He cleaned the reagent probe and checked the gear pump pressure. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient and a questionable elecsys ft4 assay result for one other patient sample from the cobas 6000 e601 module. Of the data provided, only the tsh results were a reportable malfunction. The initial result was 0.029 miu/l and was reported outside of the laboratory. On (B)(6) 2019, the repeat result was 2.37 miu/l and an amended report was issued. The reagent lot number and expiration date were requested but were not provided.